Event description:
It was reported that pump touchscreen was frozen and did not respond to customer input, preventing customer from interacting with pump screen even though screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer turned pump off during troubleshooting, and after about 30 seconds pump turned back on and displayed a reset message, with no additional information provided about further actions.